Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual examination of the returned device revealed that the distal tip of the delivery device had detached. Foreign matter was also observed on the delivery device. The tip of the device and the mesh assembly were not returned. A functional analysis revealed that the delivery device actuated as intended. Attempts at follow up to confirm that the correct device was returned have been unsuccessful.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling implant procedure. According to the complainant, the physician was unable to release the mesh carrier from the delivery device tip during the procedure. It was reported that the mesh carrier was fully seated on the delivery device tip prior to insertion into the vaginal incision. The physician did not encounter tough tissue, but when he attempted to implant the mesh carrier on the first side, he experienced difficulty sliding the blue knob and tube assembly of the delivery device and could not release the mesh carrier. The physician completed the procedure with another solyx single incision sling system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling implant procedure. According to the complainant, the physician was unable to release the mesh carrier from the delivery device tip during the procedure. It was reported that the mesh carrier was fully seated on the delivery device tip prior to insertion into the vaginal incision. The physician did not encounter tough tissue, but when he attempted to implant the mesh carrier on the first side, he experienced difficulty sliding the blue knob and tube assembly of the delivery device and could not release the mesh carrier. The physician completed the procedure with another solyx single incision sling system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."